Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect. Reportedly, the time displayed 9:00pm; however, the current time was 12:00am. The customer declined tandem technical support's offer to edit the time, and confirmed that the customer had edited the time successfully. The customer's blood glucose level was 208 mg/dl.